Event description:
It was reported that during an unk procedure clips are not auto loading properly and are jamming frequently. Clips are scissoring. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.